Manufacturer narrative:
(B)(4). The insulin pump was received with a constant blank flashing white light on the display due to cracked glass and a vertically cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a blank flashing display.

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked in 3 places. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.